Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® , active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m . H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's weight and bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name? Were there any pre-existing signs/symptoms of active inflammation/infection prior to this surgical procedure? Were cultures performed? Results? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an oral bone grafting surgery on the patient's 22 missing teeth area on (B)(6) 2023 and suture was used. On the 12th day after the surgery, the patient sought medical attention again due to pain. Upon examination, the doctor found that the 22 missing teeth area and 23 buccal gingiva were red and swollen, with inflammation and fistulas, and secretions were squeezed out. This situation may be caused by individual differences or allergies to sutures. The 22 missing teeth area and 23 buccal gingival fistulas were alternately rinsed with physiological saline and compound chlorhexidine mouthwash, and the suture in the surgical area were removed. The patient was instructed to take oral anti-inflammatory drugs to reduce inflammation. On the 16th day after surgery, the patient underwent a follow-up examination and found that the redness and swelling of the gums had disappeared without any pain. The surgeon opines that if the patient was not treated with flushing, anti-inflammatory, and suture removal in this event, the oral infection would have worsened, which may lead to failure of bone grafting surgery or other oral diseases. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the event date should update to be 2023-jul-31. The patient's wound healing situation improved after targeted treatment which reported in the event description, and no subsequent adverse event reports were received. The lot number should update to be sjbdkkw0, corrected information: b3, d4 lot.